Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic extremely weak, dizzy, and nauseous. At the time of the event the patient was found to have acute anemia with hemoglobin of 3.01 upon admission to the hospital. The patient also had run of ventricular tachycardia (vt) and was being worked up for pernicious anemia. The vt was not device related. The non-sustained vt occurred in the seeing of severe anemia. The patient was treated while inpatient on an amiodarone drop and had a biventricular implantable cardioverter-defibrillator in situ. Electrophysiology was consulted with a plan for transition to oral load once stable from gastrointestinal (gi) and bleed standpoint. The patient was to continue amiodarone 400 mg twice daily while outpatient. Vitamin b12 was extremely low at < 146 and was replaced. Iron studies were consistent with iron deficiency anemia as well and was replaced. Computed tomographic angiography of the chest, abdomen, and pelvis was performed without acute sources of blood loss. Gi was consulted, and esophagogastroduodenoscopy performed on (B)(6) 2026 showed small internal hemorrhoids on colonoscopy. Upper endoscopy noted mild duodenal inflammation with villous flattening, small superficial ulcerations of the gastric antrum, and an unremarkable esophagus. Given villous blunting, celiac labs were sent. A biopsy was unrevealing and the patient was started on pantoprazole 40 mg daily. The patient underwent blood transfusions. The patient was discharged home on (B)(6) 2026 in stable condition.